Manufacturer narrative:
Insulin pump received with intermittent button response due to flattened dome switch on esc, act. Connector was inspected and locked on lcd board. No button error alarm during testing. Insulin pump passed displacement test, a21 error test and all operating currents tested within the specific range. Broken battery tube thread noted. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly. The customer¿s blood glucose level was unknown. The customer reported that the act button had to be pressed firmly for the button to respond. The insulin pump will not be returned for analysis.